Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system was intermittently shutting off. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the system displayed system message (sm) - ¿communications failure with the laser submodule. Laser functions will be disabled¿ and sm - ¿communications failure with the auxiliary illuminator submodule. Auxiliary illuminator functions will be disabled¿ after their embedded laser module shut off. Additional information was requested, but none has been received to date. The company service representative examined the system but was unable to replicate any issue related to the reported event. The company service representative noted seeing the system messages reported in the system event log and replaced power control printed circuit board (pcb) as a preventive measure. The system was then tested and met all product specifications. The system was manufactured on april 6, 2015. Based on qa assessment, the product met specifications at the time of release. The power control printed circuit board (pcb) was received and a visual assessment of the returned sample revealed no obvious nonconformity. The sample was then tested per manufacturing test procedure (mtp). The power control printed circuit board (pcb) was found to meet specifications. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).